Event description:
Reportable based on device analysis completed on 01aug2023. It was reported that the device stopped moving. The target lesion was located in the proximal to middle left anterior descending artery (lad). A 1.50mm rotablator rotalink plus was selected for use. During the procedure, after the first run, the device stopped moving. The procedure was completed with another rotablator rotalink plus. There were no patient complications reported post procedure. However, device analysis revealed that the sheath detached, and the coil detached at the burr housing strain relief.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6) hospital . Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the sheath was detached, and that the coil was kinked, stretched, and detached at the burr housing strain relief. Functional testing of the burr catheter was unable to be performed due to the damage to the coil and sheath.